Event description:
(B)(6). According to the information received, an end user reported missing eyelets / eyelets not punched in the catheters.

Manufacturer narrative:
The return of the device has been requested; however, the device is unavailable for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Review of the production records indicated that there were no issues noted during production, all inspections were completed and passed, and there were no related deviations/ncrs during the production of this lot. Device not returned for evaluation.